Event description:
A complaint was received from a customer stating that their family member's meter was not working - "the numbers look like they are melting". While on the phone, the system was reviewed. It was learned that segments of the display were missing in the 100's and 10's positions. A request was made to return the meter for eval.